Event description:
The manufacturer was contacted in reference to the voluntary field safety notice recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device will not turn on/device not functioning, other thermal issue (detail/notes), other harm/injury and saying service is required. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation pil observed slight fibrous contamination on and around the iso port. Pil observed dust like and fibrous contamination inside the bottom enclosure. Pil observed an unknown white (dust like) contaminant on top of blower motor and on the inner rim of the bottom of the blower motor.slight black contamination at the blower seal of the blower box and it is consistent with the keratin contamination. Dust-like and fibrous contamination was present on the blower outlet seal. There is no visible damage to the device, which suggests that the source of contamination in the secondary findings was external to the device. Pil was able to confirm the patient's complaint of a device malfunction. Pil found no evidence of sound abatement foam degradation or breakdown.